Event description:
It was reported that prior to an unknown procedure, the device could not clip enough through the vessel. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 04/17/2009. Evaluation summary: the analysis results found that the er420 instrument was returned with the top shroud damaged. The instrument was cycled and ejected the clips as the top shroud was damaged and then it locked out as intended. No conclusion could be reached as to how the top shroud became damaged. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.